Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to non physiologic noise/oversensing. A lead integrity alert triggered for oversensing on the right ventricular lead and bipolar and tip to coil impedances being high and undefined. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had a fracture and is scheduled to be explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was programmed off and subsequently explanted and replaced.